Event description:
During planned generator replacement, it was reported that a replacement generator reached premature near end of service condition. This condition was suspected to be due to the surgeon using electrocautery during the procedure. Another replacement generator was then successfully implanted. The unused generator was received by the manufacturer. However, analysis has not been completed to date.

Manufacturer narrative:
Suspect device UDI: (B)(4). The initial report inadvertently did not report this data.

Event description:
Analysis was completed on the generator. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. The reported use of electro-cautery tool during device implant is believed to have been a contributing factor. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The reported allegation of premature end of life was not duplicated in the analysis lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery other than the device displaying eos upon being received from the use of electro-cautery during surgery, there were no performance or any other type of adverse condition found with the pulse generator. Asic latch-up due to electrostatic discharge is known and addressed in company labeling to lead to premature battery depletion.